Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent thorough analysis. Under microscopic observation, the pump deflation ball was seated too far forward, and the poppet rod was misaligned. One of the cylinders had a hole in the proximal end of the cylinder body that was consistent with sharp instrument damage and resulted in a leak and broken fabric threads. The other cylinder did not show any signs of abnormalities and passed the leak testing performed. Based on the information available, the reported observations were confirmed.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) exhibited inflation issues due to the pump remaining flat when pressed. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) exhibited inflation issues due to the pump remaining flat when pressed. A revision surgery was performed to explant and replace the device. No patient complications were reported.